Event description:
It was reported that the right ventricular lead exhibited variations in r wave sensing and capture thresholds when compared to their previous measurements. Upon attempting to reimplant the lead, the helix could not retract. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.